Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2013 and the mesh was implanted. As per patient, in 2017 she was experiencing pain in groin and thigh mostly left side, chronic inflammation, uti's and chest infection. The patient also had underactive thyroid and bone spurs in hips. The mesh remains implanted. No further information is available.